Manufacturer narrative:
Initial.

Event description:
It was reported that a user on the ilet experienced after-meal hyperglycemia, with continuous glucose monitoring readings peaking at 220 mg/dl and a concurrent fingerstick confirmation not available; the user believed correction aggressiveness was insufficient, and support confirmed accurate meal announcements, noted postprandial rises with subsequent stabilization, and provided education to maintain consistent meal entries. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found and no specific device component implicated, and the event was categorized as an adverse event without an identified device or use problem. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.